Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, h2, and h10 have been updated.

Event description:
Additional information was received, during the valve in valve procedure bleeding occurred in the right femoral artery and a stent graft was placed.

Event description:
As reported by our switzerland affiliate approximately 10 years and six months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve the patient presented with angina (ccs class ii) and dyspnea (nyha class ii-iii). Due to valve degeneration characterized by leaflet thickening, reduced leaflet mobility, elevated transvalvular gradients (mean gradient 56 mmhg), and moderate calcification the patient underwent a valve in valve procedure. A 20 mm sapien 3 ultra resilia valve was successfully implanted as a replacement and the patient was discharged.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible that the patient's advanced age and progression of the disease process may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.